Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating the patient is requesting the system to be explanted due to unwanted shocking sensations. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator 97715 intellis adaptivestim pain and two lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) leads, implanted in the lumbar region with leads not passing the top of t8, began experiencing new pain unrelated to baseline following a posterior cervical fusion. The patient, who had used the stimulator daily for nearly two years without issues, reported a throbbing headache with use of certain stimulator programs and a sensation of being electrocuted with use of other programs that had previously been effective. Only one electrode could be programmed without causing pain, while all other fourteen electrodes caused either head pain or an electrocution sensation, even at low intensity. Impedance and connection testing were performed and all results were within normal limits. X-ray imaging of the leads was conducted and the leads did not appear to have migrated. Reprogramming was attempted, and the single electrode that could be programmed provided the same sensation as before the surgery. The issue remains ongoing and follow-up with the patient is planned. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.